Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of noise noted on the right ventricular (rv) lead which led to high voltage charging. The shock was aborted and no inappropriate therapy was delivered. No intervention has been planned at this time and the patient was stable and will continue to be monitored.

Event description:
Additional information received indicated that the lead was capped and replaced. The patient was stable following the procedure.